Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Patient reported ¿pain and discomfort¿, ¿tenderness¿, ¿asymmetry in the position of implants and deformation¿, ¿capsular contracture baker grade iii-IV¿, ¿calcifications¿ and ¿multiple folds¿. Capsulectomy was performed. This record is for the right side. Device was explanted.